Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised shell, liner, and head. Retained the cemented eon stem. Revised for instability. Placed tritanium rev. Shell and new liner, 36 head.

Manufacturer narrative:
Manufacturing and expiration date corrected. An event regarding dislocation involving an omnifit shell was reported. The event was not confirmed. The reported device was not returned. Medical records were not available. Device history review. The reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review. There have been no other events for the reported lot ID. The exact cause of the event could not be determined as further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that surgeon revised shell, liner, and head. Retained the cemented eon stem. Revised for instability. Placed tritanium rev. Shell and new liner, 36 head.